Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding the implantable drug infusion device. It was reported that the pump flipped and the patient wants to know what the risk of that is. "It's been that way for a while," "probably a year." When the healthcare professional (hcp) needs to refill the pump, he will "rotate" the pump partway and "not all the way around" to fill the pump. They reviewed considerations of flipped pump and redirected the patient to the hcp to discuss further. She just started taking blood pressure medication and asked if there is any interaction with baclofen, and the patient was redirected to the hcp and was also provided the phone number for the drug partner.